Event description:
The customer reported 1-5 ml bloody fluid leaking from probe after running qc. Leak is contained within unicel dxh 800 coulter cellular analysis system. There was no biohazard exposure to mucous membranes or open wounds. There was no death, injury, or change to patient treatment attributed to or connected with this event. No erroneous results were generated in connection with the reported event.

Manufacturer narrative:
The field service engineer (fse) found tubing popped off from rinse block when line snagged onto bsv as sam crossed from home position to amtc mix chambers. He reseated tubing to clear from getting caught. Performed vip with no further issues. (B)(4).